Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a fracture that occurred of unknown causes, the fracture was noted when the stylet could not be inserted pas a certain point. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.